Event description:
It was reported that "zero ohms" measurements were observed on both right atrial (ra) and right ventricular (rv) leads during an ablation procedure. In addition, there was no evidence of atrial capture after the procedure. The clinic determined that the "zero ohms" measurements were caused by the ablation procedure, and the patient's ra lead had also become dislodged during the procedure. The ra lead was removed. It was further reported that the patient's rv lead dislodged during removal of the ra lead. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD implanted (B)(6) 2010; 6947-65 lead implanted (B)(6) 2010. (B)(4).